Event description:
It was reported that this patient experienced symptoms of lightheadedness, asystole, pain, and discomfort. An initiated manual transmission was performed and it was noted that elevated and upward-trending lead impedance with right ventricular (rv) loss of capture, pacing inhibition greater than 2 seconds, and high capture thresholds. The right ventricular lead lost capture due to poor lead integrity causing lightheadedness and near syncope. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.